Event description:
A customer reported that a couple of doctors have complained about detecting fibers in multiple pts' eyes during post-operative visits. There have been no additional procedures needed and no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).